Event description:
Litigation papers allege after implantation, patient began experiencing severe pain and discomfort and inflammation in right thigh, buttocks, hip area and groin. It is also alleged patient underwent revision surgery on or about (B)(6) 2011. It is further alleged the pinnacle device has caused a significant amount of metal debris or metallosis to accumulate within the hip capsule and in the soft tissue surrounding the right implant, and a great deal of inflammation.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.